Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was getting low battery alert every two weeks. Blood glucose was unknown. Troubleshooting was performed. Battery indicator did not show less than 2 bars. Advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.